Event description:
It was reported that nexiva diffusics 22g x 1.00 in experienced an incomplete flush. The following information was provided by the initial reporter: material no: 383591, batch no: 0324256. It was reported blood return and was initially able to flush the saline syringe easily. Verbatim: march 12: I started a 22 diffusics IV on a patient today. I got blood return and was initially able to flush the saline syringe easily, but it slowly got harder until I couldn't flush it at all. I was kind of puzzled because it was an easy IV start. So, when I pulled the catheter out and I decided to test it over the sink to see if I could flush the catheter. It turns out I could barely flush it (only if I was pushing with a lot of force) even with it out of the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-25. Investigation summary: a complaint of issues flushing and blood return was received from the customer. A sample was returned for investigation of this defect. During testing no defects or failures were observed on the sample. The failure could not be replicated. A device history record review was completed by our quality engineer team for provided lot number 0324256. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. The root cause for this defect could not be determined as the failure could not be replicated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva diffusics 22g x 1.00 in experienced an incomplete flush. The following information was provided by the initial reporter: material no: 383591, batch no: 0324256. It was reported blood return and was initially able to flush the saline syringe easily. Verbatim: (B)(6) I started a 22 diffusics IV on a patient today. I got blood return and was initially able to flush the saline syringe easily, but it slowly got harder until I couldn't flush it at all. I was kind of puzzled because it was an easy IV start. So, when I pulled the catheter out and I decided to test it over the sink to see if I could flush the catheter. It turns out I could barely flush it (only if I was pushing with a lot of force) even with it out of the patient.